Event description:
I purchased the ellume covid19 self test earlier this year, started feeling sick this past weekend and knowing that break-thru sars looked similar to a cold. I decided to test. I did confirm that my test was not part of the current recall. Since then I have obtained a pcr test from the health department which was negative. FDA safety report ID # (B)(4).